Event description:
Ventilator was not putting out the correct air flow volume required to respirate the pt. This was evident after the pt was reintubated and the ventilator checked for malfunction. Replaced q3 flow sensor assembly to correct. Performed required steps of unit check out as per svc manual to test unit to specs. Ran and passed total est.